Manufacturer narrative:
A siemens customer care center (ccc) specialist was contacted by the customer. A review of the data supplied, shows quality control (qc) was in range at the time of the event. The ccc then reviewed the results monitor and found calcium was flagged nine times for "kinetic_check", which is for the sample mixer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the sample 1 probe mixer and cam printed circuit board (pcb). The cse then cleaned the rails and sensors and replaced the sample probe. The cse ran system checks, which passed. The cse aligned sample probe 1 and then ran qc, which was in range. As per the instruction for use (IFU), for the dimension vista 500, if a test report receives a message such as abnormal reaction, the result cannot be reported and must be re-ran. The cause of the discordant abnormal assay flagged calcium results being reported is from user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, abnormal assay flagged calcium results were obtained on two patient samples and reported out to the physician(s) on a dimension vista 500 instrument. A technician noticed the flagged results the next morning and repeated the same samples on an alternate dimension vista instrument, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant abnormal assay flagged calcium results being reported out.